Event description:
It was reported that the patient was unable to adjust stimulation and the device was showing the "call your doctor" icon. Additional information received reported the device also had an eol (end of life) code. An impedance and battery check were performed, but no results were provided. The device was replaced and the patient was doing well.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 37085-95, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension, product ID 37085-95, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension, product ID 3389s-40, lot# v568687, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3389s-40, lot# v568687, serial#, implanted: 2010 (B)(6), explanted: product type lead. (B)(4).